Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no damage on the keypad assembly. All buttons functioned properly. No unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked battery tube threads.

Event description:
It was reported that the buttons on the customer's insulin pump were sticking. Her blood glucose was unknown at the time of reporting. She stated that she had previously had a severe seizure-though she did not specify if it was related to her diabetes-and was concerned with continuing with her pump therapy. The insulin pump is being returned. No additional information was reported.